Manufacturer narrative:
(B)(4). The complaint states the patient experienced intermittent antenna icon. Data was reviewed; however, the dates of data sent were not inclusive of the issue date range. Problem could not be confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.